Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery and the issue could not be resolved by several infusion set changes. The customer stated that she had changed the infusion set 3 times and that she could not give insulin above 1 unit. She did not know the blood glucose reading. She advised that she would call back when she had the insulin pump available. Nothing further reported.